Event description:
The device was being utilized for a clinical study. A female patient admitted for repair of heart defect (arterial septal defect & partial anomalous pulmonary venous connection) in 2008. A study catheter was placed in the patient's right ij vein. The pt developed a fever on two days later. On the next day, blood samples drawn from the study catheter and from a peripheral site were positive for alpha strep (not enterococcus). Pt was treated with zosyn from that day to the following three days, vancomycin for twelve days, and gentamicin for two days in that month. Study catheter was not removed; however, pt pulled out catheter on that period. Blood cultures were negative when the patient was discharged home on ten days later.

Manufacturer narrative:
No product was returned to assist in our investigation. Therefore, at this time we are not able to determine the root cause of the patient developing a fever. Nevertheless, the appropriate individuals have been notified of this event and we will continue to monitor for similar reports.